Manufacturer narrative:
(B)(4). The sample was discarded by the user and hence no evaluation was performed. (B)(4).

Event description:
On (B)(6) 2013, at the (B)(6) hospital in (B)(6), it was reported that there was blood dripping from the gas outlet of the be-hls 7050, hls set advanced (lot number 70079550). The patient was to be transferred to another hospital where the system would be changed out, so the perfusionist decided to perform transport with the dripping system and it was closely watched during transport. System was discarded at the receiving hospital. There was no patient impact. (B)(4).